Manufacturer narrative:
The lal was cut into fragments during explantation. Due to the condition of the lens, further evaluation could not be performed. Section h6 codes were updated accordingly. Manufacturer reference #:(B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4) .

Event description:
A site reported to rxsight that a patient had a light adjustable lens (lal, sn (B)(6), +9.0d) implanted on (B)(6) 2022. On (B)(6) 2024, 15 months after the original implantation, the lal was explanted due to the development of deposits that affected the patient's vision. An intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of the event was on 04/09/2024.